Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for high, out of range, high voltage lead impedance. A defect was noted on the svc portion of the lead near the lead plug. The svc coil was deactivated and the lead remains implanted.